Manufacturer narrative:
The patient reported on (B)(6) 2025 that they experienced skin irritation in the form of redness, peeling, bleeding/discharge, and scabbing while using the mcot device with the flexwire adapter. The patient (pt) did seek medical attention from their doctor. The patient did use a prescription and otc medication (aquaphor) as a treatment method. The patient did follow the skin preparation guidelines. The patient did not report skin sensitivity/ allergies to adhesives or metals. The patient did take a break in service. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while unitlizing the electrode - pad - s&w electrode is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms: the patient is a 12 year old pediatric. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 that they experienced skin irritation in the form of redness, peeling, bleeding/discharge, and scabbing while using the mcot device with the flexwire adapter. The patient (pt) did seek medical attention from their doctor. The patient did use a prescription and otc medication (aquaphor) as a treatment method. The patient did follow the skin preparation guidelines. The patient did not report skin sensitivity/allergies to adhesives or metals. The patient did take a break in service.